Event description:
A customer contacted beckman coulter inc. (Bec) regarding smoke seen from the light scatter preamplifier of the coulter lh 750 hematology analyzer. No patient results were affect by this incident. There were no sparks or flames. A fire extinguisher was not needed and the fire department did not need to be called. No injuries occurred and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and indicated finding a sheath restrictor tube that came loose and was spraying diluent on the light scatter preamplifer (the sheath restrictor tube is located next to the light scatter preamplifier and only diluent flows through it) and the scatter preamplifier started smoking due to the sprayed diluent. Fse replaced the light scatter preamplifier. Repair was verified per established procedures and results met published performance specifications. The root cause for this event is associated with the diluent leaking from the sheath restrictor tube. (B)(4).